Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded noise on pace/sense channel and shock channels. Furthermore, unstable impedance changes were noted, and the physician elected to replace the lead at the same time as the ICD. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded noise on pace/sense channel and shock channels. Furthermore, unstable impedance changes were noted, and the physician elected to replace the lead at the same time as the ICD. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. If information is provided in the future, a supplemental report will be issued.